Event description:
Boston scientific received information that during a follow-up, the patient with this implantable cardioverter defibrillator (ICD) reported having heart palpitations and having gotten a shock. Upon interrogation, the shock was seen to be inappropriate. The pacing impedance for both leads was low and out of range, and the shock impedance was also low and out of range. There was loss of capture in the right ventricle at six volts. High atrial threshold measurements were also noted. The physician thought there was a problem with the leads (manufacturer information not known), so a lead replacement procedure was scheduled. During the procedure, the leads were disconnected from the ICD header and tested, and measurements were normal. The leads were reconnected to the ICD and were not normal, so the ICD was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this implantable cardioverter defibrillator (ICD) was thoroughly tested. The device correctly reported pacing lead impedance measurements. The device has a damaged shocking output bridge which was caused by firing a shock into a shorted lead.